Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump display was partially unreadable. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display, problem isolated to lcd board. Unable to perform any tests due to lcd physical damage.